Manufacturer narrative:
Event date is approximate, the month is valid. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from an unknown source regarding a patient who was implanted with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stim and gastrointestinal/pelvic floor therapy. It was reported that the patient stated they felt burning pain in the pocket, under the ipg approximately 2 weeks after her interstim implantation on (B)(6) 2020.  The physician gave the patient antibiotics approximately 2 weeks after their interstim implantation on (B)(6) 2020 due to the redness at the incisional site, thinking that the patient complaint of burning pain was coming from a possible infection. Per the patient, the redness disappeared after taking the antibiotics. But the pocket pain periodically returned after they completed their antibiotics. The patient was being followed by their physicians office and did not inform the field representatives. The physician decided to schedule a pocket revision (4/18/22). In the pre-op area, the medtronic rep tested for any impedance issues using the interstim clinician app on the patient controller (handset and communicator). There were no impedance issues tested at 1.0v. The patient stated she had turned her interstim system off about three months ago (around january) and added that her pocket pain  disappeared, but her bladder symptoms worsened. Intraoperatively, the physician placed the ipg inside a tyrx pouch and repositioned the ipg a bit deeper in the pocket and moved it more cephalad. The ipg is now positioned slightly above the incision, as opposed to below the incision. There were no impedance issues tested at 1.0v. Double layer sutured closed. The patient weighed (B)(6) on the date of her implant ((B)(6) 2020) and now weighs (B)(6) as of today ((B)(6) 2022). The patient was  programmed after the procedure on c6 felt comfortably at 1.2v in the left lower buttock. The issue was resolved at the time of the report.